Event description:
Customer reported an over infusion of an unspecified narcotic. Stated there was an 8 hour regiment of a narcotic that was infused in 2 hours using the pca device. Unspecified pt harm was reported. The facility's risk mgr has been contacted multiple times to request add'l event and pt info; however, no info has been rec'd.

Manufacturer narrative:
MFR's report date: 9/24/2009. Pt info requested and all available info is included. This report was filed by the MFR. The pca and pc unit event logs have been requested to be sent for investigation. They have not been rec'd at the time of his report. If add'l info becomes available, a follow up report will be submitted.